Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient on a cobas e 801 analytical unit. The customer questioned the difference in results as they did not match the patient's clinical picture. On (B)(6) 2024, the patient had an initial estradiol result of 12560 pmol/l. A second sample was collected later the same day and the estradiol result was 1146 pmol/l. On (B)(6) 2024, a new patient sample was tested on a siemens analyzer and the estradiol result was 1523 pmol/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Liquid chromatography¿mass spectrometry (lc/ms) testing was carried out on two patient samples and the results were comparable to the customer's. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.